Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of the lead was returned for analysis. Visual analysis found an external insulation abrasion that breached the optim sheath near the proximal end of the lead which was consistent with abrasion caused by friction to the device can. The silicone insulation in this region was not abraded. Electrical tests that could be performed did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.